Event description:
It was reported that t: slim x2 pump battery would not charge despite use of working wall outlet, tandem charging cable, tandem wall adapter, and multiple alternative adapters and cables, and there were many short usb connect and disconnect events in a short time frame, but pump did not shut down and remained able to power on. There was no reported impact to the customer¿s blood glucose level. Customer followed troubleshooting steps with technical support using different power sources and cables, and technical support arranged pump replacement to be provided as soon as possible.